Event description:
Per the audiologist, the patient had a csf leak, which the surgeon patched, during the cochlear implant surgery. Reportedly, the patient has a mondini malformation. In 2008, the patient was hospitalized again with a cfs leak. The surgeon placed a lumbar drain (exact date not reported). The patient was discharged from the hospital at about two weeks later.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.